Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 12 atmospheres for 20 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon wings were in a deflated state. A microscopic examination of the balloon material identified no tears or holes in the balloon. In order to facilitate inflation, the device was soaked in a water batch at 37 degrees celsius. The returned device was then attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 12 atmospheres as per wolverine IFU and pressure held for 30 seconds (timed using timer g 24610) without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found multiple kinking along the length of the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 12 atmospheres for 20 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported and the patient was in good condition post-procedure.